Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a dexcom g7 sensor pairing issue with the ilet that led to a calibration failure message and discordant readings, with the sensor displaying 194 mg/dl while a blood glucose meter showed 293 mg/dl; troubleshooting included toggling between dexcom g6 and g7 and re-pairing using code 9006, and the user was advised to contact dexcom for a replacement due to unacceptable variance. Symptoms included hyperglycemia. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no immediate health effects. Investigation included device-use troubleshooting and user education. Investigation of this case revealed a continuous glucose monitoring communication or calibration failure associated with the sensor interface to the ilet, with no evidence of pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device interaction or calibration incompatibility between the cgm sensor and the ilet.